Event description:
It was reported, that the physician noticed, fluid build up with the existing lead. Surgery was performed. And the surgeon cleaned out the area and replaced the burr hole clear cap. No environmental/external/patient factors, that may have led or contributed to the issue are known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 11-aug-2023, UDI#: (B)(4), product ID: neu_, unknown, serial/lot #: unknown, ubd: 11-aug-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the fluid around the lead wasn¿t determined. There was no device issue with the burr hole cap and there was no issue securing the lead. The issue resolved and the patient recovered following the surgical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.